Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that a light crack developed on the ilet screen, and the top half of the touchscreen became unresponsive. A replacement pump was issued, and the user switched to a prior pump as backup therapy. No symptoms were reported, and no medical intervention was required.